Event description:
It was reported that during a hysterectomy procedure, while cutting the vaginal vault the moving jaw of the device was pushed against the uterine mobilizer so the moving jaw retracted against the devices shaft. The surgeon finished the hysterectomy with a monopolar device. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the upper jaw detached and returned. In addition, the electrode was separated from the ceramic but still attached to the active rod. Upon visual inspection under magnification it was noted that the ceramic was partially missing. The ceramic was damaged by the separation of the electrode from the lower jaw. The device was connected to the generator and it was recognized. Because of the condition of the device not all functional testing could be performed with the generator. It is possible that due to the damage on the device the user could have experimented difficulty with the manipulation of tissue. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. There is insufficient evidence related to what caused the damage on the electrode and ceramic.